Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had reoccurred of motor error alarms but customer did not provide any information. The customer blood glucose level was 280 mg/dl. The customer did not assisted with troubleshooting. The device will not be returned for analysis.